Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
It was reported to vyaire medical that the infant flow sipap was randomly losing pressure during use. Furthermore, there was no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the reported issue regarding randomly losing pressure during use. Vyaire received pcba, sensor valve, sipap part number: 21919-001 serial number: (B)(6). Visually inspected on uut (unit under test) assembly, found ps1 pressure transducer bent from both ports, the tubing was removed, and found broke. The reported complaint was confirmed. This is isolated to damaged ps1 sensor, rohs, pressure 0-25 mbar,barbed part number: 31694-001. Additional found with missing components (c10 & c6) cap cer 10uf 50v 10% x7r 2220 part number: 25231-001. The returned pcba, sensor valve, sipap will be scrap per procedure 1501-089-000-swi failure investigation.